Manufacturer narrative:
The customer reported complaint for the platform displaying an error message user advisory (ua) 16 (timeout moving to take-up position) was confirmed during archive review and initial functional testing. The second customer reported complaint for the platform displaying error message ua 25 (minimum "home" position) was not confirmed during archive review and initial functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint error message ua 25. Replaced the power distribution board and the integrated encoder gearbox to avoid a reoccurrence of error message ua 16. No physical damage was observed during visual inspection. The encoder drive shaft does not rotate smoothly, exhibits binding and resistance unrelated to the reported complaint. The archive data review indicated error message ua 16 on the customer reported event date (B)(6) 2017. The platform failed the initial functional testing due to error message user advisory (ua) 16 displayed when the platform was powered on. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. Clutch plate deburring was performed to remedy the sticky clutch noted during visual inspection. The platform has passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for autopulse sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) did not retract the lifeband and platform displayed ua16 (timeout moving to take-up position) and ua25 (minimum "home" position) error messages. There was no patient involvement on this issue.